Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020. .

Event description:
It was reported to philips that the device had a noisy fan. The device was in clinical use at the time of the event. There was no report of patient or user harm. The physician put the patient to another device and there was no delay to patient care reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site who confirmed that the fan needed replacement. The fse replaced the cooling fan to resolve the issue and the device was placed back into service.